Event description:
Complainant alleged that during biomed testing, the device failed to charge the energy to 200 joules. Complainant indicated that there was no patient involvement in the reported malfunction.